Event description:
Complainant alleged that during biomed testing, the device discharged at 120 joules when 200 joules were selected. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The product has been received and a follow-up report will be submitted when the investigated is complete.